Manufacturer narrative:
Age at time of event: around 62 years of age. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred and remained inside patient's body. The chronic total occlusion (cto) target lesion was located in the heavily calcified anterior tibial vessel. A truepath¿ was being used with a non-bsc catheter. During procedure, it was noted that about 5mm of the truepath¿ distal tip broke off in the patient's body. The detached tip was not retrieved after attempts for five hours. The physician believed he probably prolapsed the end of the catheter and got bound a bit on calcium and that's when it snapped. The non-bsc catheter and another non-bsc wire also broke during the procedure, leaving those fragments behind as well. The procedure was not completed due to this event and patient is going to have an amputation in the morning. No further patient complication were reported and patients status was stable.